Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as device was not returned. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Device not returned.

Event description:
It was reported that the patient's hip was revised due to neck & trunnion erosion.